Event description:
It was reported there were high impedances of greater than 10,000 ohms on all of the leads and electrodes when measured at 0.7 and 3.0 volts. There was a sudden loss of stimulation and therapeutic effect. The patient also had overstimulation and a shocking/jolting sensation. The patient stated the device was not working correctly as the stimulation would surge and lower often. There was less than 50% therapy relief. Impedance testing and reprogramming were performed. X-rays were planned to be taken to find out if the lead had a fracture. Replacement was an action required as a result of this event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).